Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia and changed infusion sites more frequently than the recommended frequency, after which replacement infusion sets were shipped and troubleshooting and education were completed. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included the need for additional infusion sets and user education. Investigation included a review of the event with the user and assessment of usage and handling practices. Investigation of this case revealed no definitive cause for the hyperglycemia. It was concluded that the cause of the hyperglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.